Manufacturer narrative:
Concomitant medical products and therapy dates: hydrocodone-acetaminophen 5-325mg, losartan 25mg, ativan 0.5mg, metoprolol-succinate 50mg, tramadol 50mg, aspirin 81mg, lasix 20mg, lipitor 20mg. The device remains implanted, so evaluation of the actual device was unable to be completed. Images were provided, and an imaging evaluation was performed. Review of the manufacturing paperwork verified that the lot met all pre-release specifications. The imaging evaluation stated the following: centerline reconstruction illustrating what appears to be about 6mm of distal seal. Centerline reconstruction illustrating what appears to be contrast pooling outside of the device. Axial image illustrating lack of wall apposition. Axial image illustrating what appears to be contrast pooling outside of the device. Centerline reconstruction illustrating what appears to be 9.2cm of length from the distal aspect of the device to the celiac artery. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment using a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2020 CT scan identification of a distal type I endoleak was reported. No aneurysm enlargement was reported. On (B)(6) 2020 a reintervention was performed. A gore® tag® conformable thoracic stent graft with active control system was placed to treat the distal type I endoleak. The procedure was reportedly successful. The patient tolerated the reintervention.